Event description:
It was reported that an ilet user experienced a nonfunctional sleep/wake button and could only wake or unlock the screen when the device was placed on a charger, and the device displayed "alert 56" indicating excessive host resets. Symptoms included no clinical effects reported. Outcomes included no impact to health, no emergency treatment, and no hospitalization. Investigation included technical troubleshooting by support and device restart. Investigation of this case revealed that a device reboot cleared the error and restored normal sleep/wake button function, with repeated successful activations observed. It was concluded that, based on previously established findings for similar reports, the issue resolved after restart and no further action was required unless symptoms recur.